Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The literature mentioned in this report was not provided by the reporter. Additional information is being sought. (B) (4). (B) (4)

Event description:
A surgeon reported finding in a literature report 88 cases of spontaneous dislocation of the same model of intraocular lenses. Additional information is being sought.